Event description:
Upon arrival to or with the patient, the certified registered nurse anesthetist (crna) observed a malfunction on the touch screen of anesthesia machine. Biomed notified. Machine needed to be exchanged for a functioning one. Patient put on portable oxygen tank and monitored by crna during exchange of equipment.